Event description:
During evaluation, it was found that the device would not boot up. There was no patient involvement. The processor pca of the device was sent back to the failure analysis lab for testing. A known good internal data card was inserted into the processor board. The board was then placed on the mrx test fixture [t04338-0001a, sn: (B)(4)]. As soon as the power was turned on, the following symptom was noted: the unit would not boot up beyond splash screen. The reported problem was verified/duplicated during lab tests. The failure was located to corrupted program code in the flash memory u39/u40.